Manufacturer narrative:
Per confirmation of the sales rep, the biotips did not directly come from miradry personnel.

Event description:
Received complaint from customers that 4 of 12 biotips they received were used and bloody. Per confirmation of the sales rep, the biotips did not directly come from miradry personnel.